Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited oversensing noise which resulted in inappropriate auto mode switch (ams). No intervention was performed. The patient was stable.